Event description:
It was reported that the 8800 system displayed a system error for the 3rd time. It was noted that this happened last time about 60 days ago. System was rebooted and case completed. There was no report of pt injury.

Manufacturer narrative:
No additional information at this time. When additional info is provided, it will be reported as required.